Manufacturer narrative:
This event has been reported by the manufacturer under MDR# (B)(4).

Event description:
Patient allegedly received an implant via the right internal jugular vein due to prophylaxis due to spinal surgery. Patient is alleging migration, tilt, vena cava and organ perforation, device is unable to be retrieved, post-implant pain, embedment. Patient notes and further alleges " I also experience anxiety, depression , mental anguish and stress about and any related injuries". Patient further alleges " I have difficulty walking for long periods of time, don't have stamina and get out of breath easily. I use a can to walk sometimes and always have to use a shopping cart to help me walk in the grocery stores. My husband helps me do household chores which require strenuous activities such as vacuuming, sweeping, moping [sic] and other chores. He also helps me with the carrying heavy objects as well".per the ivc (inferior vena cava) placement report dated 04sep2012: "impression: successful inferior vena cava filter placement in the infrarenal ivc". Per the 01jun2018 vena cava filter removal report: "clinical indication-presence of inferior vena cava filter ivc filter placed in 2012 with extraluminal extension of the small bowel and the aorta". " the ivc filter hook was grasped with the forceps, and the hook was freed from the ivc wall. This allowed the sheath to be advanced over the ivc filter and dislodged the legs from the ivc wall. The forceps and filter were removed through the sheath. Follow-up inferior vena cavogram through the sheath demonstrated no ivc injury. No remaining filter components were identified. The filter appear [sic] to be intact upon inspection once retrieved".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.